Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl; the cause was unknown. Reportedly, a correction injection and correction bolus were delivered to address bg. The customer mentioned they had high and large ketones that the customer¿s health care provider (hcp) identified as life threatening, however, no injury or permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.